Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing and pacing inhibition. Further information was requested however, was not provided.